Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third firing, the stapler was not able to form a b shape. The blade was advanced but did not cut through the stomach, it pushed the tissue out as the blade was firing. There was tear of the serosa layer of the stomach and another stapler was fired over it. It was also noted that the other reload was not able to fire. The surgical time was also extended by more than 30 minutes due to removing the unfired stapler from the tissue and time need to test the device out of the patient's body. New reloads were used to resolve the issue.